Manufacturer narrative:
This product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI 00643169097865 is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a bone cement using bkp (t12) then 1above1below posterior fixation(v4). Pre-operative diagnosis for this procedure was primary osteoporosis. Fracture type: compression fracture. Patient medical history: smoking it was reported that cement flowed to the dorsal side while injecting cement into vertebral body. It is unknown whether the cement leaked into the spinal canal, and in the physician's view, it was commented that the cement might have stopped at the posterior longitudinal ligament. It was said that it was reported because the possibility of leakage cannot be denied. No further patient symptoms or complications as a result of this event.